Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no adverse impact to the customer's blood glucose level. Replacement charging supplies were sent to customer. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.